Manufacturer narrative:
The device has not yet been explanted. If it should be, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that everything was fine until approximately 16:00 on saturday (B)(6) 2004. The patient had taken his processor off and left this on his table, whilst having an afternoon sleep. Upon awakening and replacing the tempo+ on his implant site, a 'short sharp split second comfortable' sound was heard and then no sound. Since then, the patient has heard no sound through his speech processor. The patient attended the clinic on (B)(6) to be investigated and the clinic requested a med-el representative to attend. All equipment was checked repeatedly. Psychophysics tested at maximum mcl and with variable pulse duration across the array produced no audible sensation.